Event description:
Patient arrived to ed with pulmonary embolism. Surgeon placed bilateral ekos catheters to provide tpa into pulmonary arteries. During insertion, surgeon discovered part of the sheath broke off into the patients body. Follow-up CT's showed the sheaths had migrated from the femoral vein to the right ventricle, warranting a secondary surgery. FDA safety report ID # (B)(4).